Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was beeping and displaying a fault code indicating that a pacing pulse was attempted too soon after a previously delivered pacing pulse. Guidant received additional information that this transvenous pacing lead exhibited increased threshold, increased impedance measurements, and ventricular oversensing.